Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from the patient. It was reported that they were charging their implantable neurostimulator (ins) too frequently, as they went from having 14 days of battery life to 4 days. The patient wasn¿t sure if it was because of their ins or something that was wrong with their recharger. It was noted that the patient made adjustments to their settings, as they slightly increased stimulation from 4.1v to 4.5v. The patient stated that the increase of stimulation was done to optimize therapy. The patient mentioned that they would charge their ins to 100% and wouldn¿t have the ins turned on while charging it. The patient stated that they had let their ins battery go all the way down, but had not let their recharger battery go all the way down. Additional information was received from the patient on 2017-aug-10. It was reported that they received a replacement recharger but it didn¿t resolve the issue. The patient visited their healthcare provider (hcp) who was able to use a clinician programmer 8840 to check their recharging statistics. The hcp told the patient that everything looked fine, as the patient was concerned that they were doing something wrong as far as recharging goes. However, the hcp reported that the patient had an electrode that wasn¿t working properly, which was the reason why they were recharging more frequently. The patient was told to request a manufacturer representative for assistance with their device. It was noted that the issue started about four months prior to the date of this report. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.